Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the patient was getting poor communication on the recharger and on the patient programmer. The caller was last able to charge successfully during march or april of 2018. The patient did not charge because they had two knee surgeries. The last time the patient felt stimulation was in september or october of 2017. The patient was redirected to follow up with their healthcare professional. No further complications were reported. Follow up was conducted. Additional information received from the rep reiterated the loss of stimulation and inability to charge. A physician trickle charge was performed for 4 hours but the patient had to go home and the issue was not resolved. An ins replacement surgery was planned. No further complications were reported.